Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the event description, the report was deemed non-reportable as it was unlikely to cause or contribute to death or serious injury. After evaluation by engineering, the event is now deemed reportable due to the fragmentation of the internal rubber component of the seal. This report represents the initial and final report.

Event description:
Procedure performed: gastrectomy. Event description : "gas was leaked on the seal." Type of intervention: na. Patient status: na.